Event description:
It was reported the pt had pip implant surgery on (B)(6) 2013, for the treatment of osteoarthritis of her left middle finger. Post-operatively her surgeon told her the initial pip implant broke during the surgery and was removed. A second implant was implanted with "putty" in her left middle finger. The pt's finger was swollen and painful after the surgery. She received three (3) antibiotics and pain medicine. She reported she now has "boutinierre deformity" and has no function in that finger. It remains bent and painful. Additional critical info was received on (B)(6) /2013 - operative notes from (B)(6): "complications: broken proximal phalanx implant that required removal and replacement. A burr hold in the proximal phalanx was bone grafted with synthes dbx putty graft".

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.